Manufacturer narrative:
Additional information: maude report mw5063453.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, infusion pump module smoke, sent to carefusion for evaluation with serial: (B)(4). Received investigation findings from carefusion on (B)(6) 2016 reference number: (B)(4).

Manufacturer narrative:
Additional information: received a copy of a second medwatch report: mw5063448.

Event description:
Received a copy of a second customer medwatch report from the FDA which states, reported infusion pump smoking, using of carefusion module 8100 and (B)(4).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a device was smoking during an unspecified infusion. Although requested, additional information has not been provided. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the device smoked while on a patient was not confirmed or replicated. The pcu event log showed the pump module was programmed at 1:51 pm on (B)(6) 2016 to infuse ¿hetastarch 6% IV sol¿ at 250ml/hr with a vtbi of 450ml. At 2:18 pm, the a ¿channel disconnected¿ alarm occurred and the module was removed. A volume of 108.6ml was recorded as being infused. Visual inspection revealed burn damage on the pcu¿s male and female iuis . Evidence of fluid residue and ingress was noted internally and externally on the pcu and pump module, including both pcu iui cavities where the iuis are seated. Traces of fluid were observed on the pcu¿s male iui and the pump module¿s female iui where the thermal activity occurred. No smoke was observed at the iui connection between the pcu and pump module when they were powered on or during a test infusion. The pcu¿s thermally damaged male iui was removed and tested, resulting in a shorted condition at pins 13 and 14. The root cause of the device smoking was not definitively identified but the fluid ingress is most likely the cause of the thermal activity.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported a device was smoking during an unspecified infusion. Although requested, additional information has not been provided. There is no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, infusion pump module smoke, sent to carefusion for evaluation with serial: (B)(4). Received investigation findings from carefusion on (B)(6) 2016 reference number: (B)(4). Received a copy of a second customer medwatch report from the FDA which states, reported infusion pump smoking, using of carefusion module 8100 and pc 8015.